Manufacturer narrative:
Additional information: (d.4.) Device expiration date; UDI. (H.4.) Device manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: nurse was priming the tubing when it began to leak from the top of the filter, where there is a circular white area. The medication primed was not a chemo drug. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: oncology clinic. Patient injury: no. Qty affected: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.